Event description:
On (B)(6) 2012, the customer reported a leak from under the cartridge chemistry (cc) sample probe on the dxc 600i instrument. The volume of the leak was unknown. Customer also stated that the instrument experienced modular chemistry (mc) sample delivery system response errors. No injuries were reported and no erroneous patient results were generated. Customer back-flushed the sample probe and ran quality controls prior to the arrival of the field service engineer (fse). Customer stated that there were no leaks and all controls were within specification. Fse examined the system, checked alignments and all were within specification. Fse noted that the issue was resolved through customer troubleshooting. No further leaks were reported.

Manufacturer narrative:
(B)(4).